Event description:
It was reported that there was a "dysfunction of the device" after the patient started working around high magnetic fields. The device was replaced. For information about events following replacement, refer to MFR report # 9614453-2010-07716.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.